Manufacturer narrative:
(B)(4). The customer reported that the 5 and 12 lead ECG readings were inaccurate. There was no report of negative patient impact. A philips field service engineer evaluated the device and could not duplicate the issue. The ECG trunk cable was replaced at the discretion of repair personnel. We will consider this a failure based on the customer's reported symptom only.

Event description:
The customer reported that the 5 and 12 lead ECG readings were inaccurate.